Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load a cartridge. Customer's blood glucose level was 240 mg/dl. The customer indicated a correction bolus would be delivered via the insulin pump. The customer was able to load a new cartridge successfully.